Event description:
It is reported the first 3-4 seconds of each cine run was not saving. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.